Manufacturer narrative:
The thumbscrew/lock-pin was checked for securement prior to procedure with no issues. The thumbscrew/lock-pin was removed prior to attempted deployment when in position. Stent was deployed in the target location and remains in the patient, manually deployed by opening the back of the stent catheter. No attempts were made to remove the stent catheter or stent. No deformation noted to the deployed stent and no vessel damage was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an everflex entrust self-expanding stent during treatment of the patient¿s superficial femoral artery (sfa). The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Difficulty during deployment was reported. The stent wheel would not deploy stent. Guidewire also got stuck. The stent had to be deployed manually. The stent was deployed successfully without injury/intervention. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.